Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 11th april 2019. Red status led fault, resulting in leakage current to beeper bp1.upon receipt, the device was emitting a failure chirp while the green status led flashed, as per the reported fault. The measurements recorded would confirm a fault on the red status led, which had caused a reverse bias leakage current to beeper bp1.this had resulted in the reported fault of flashing green with chirp. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new 360p device.

Event description:
Flashing green with chirp. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Flashing green with chirp. No patient involved.